Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a m4 motor failure occurred. Both the console and motor were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag console, serial number (B)(6), was returned for evaluation due to the reported event of an m4: motor alarm. The returned console was functionally tested and performed as intended throughout all testing, and the console was returned to the customer site after passing all tests per procedure. The root cause of the reported event was isolated to an issue with the returned centrimag motor and was not correlated to an issue with the console. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.